Manufacturer narrative:
Correction: the programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The system underwent functional testing, and baseline checks were completed. The programmer was powered on, and an error code was recorded. The error code has been seen before, and the guidance is to re-boot the programmer system. This will re-start the software and will, most times, clear the error. Upon powering on the programmer, it was also observed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmers lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer displayed an error code message. No adverse patient effects were reported. The programmer will be returned. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed a damaged connector. The system underwent functional testing with successful results, but after performing baseline checks, it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled in order to analyze the touchscreen components, and broken traces were found on the liquid crystal display flexible cable. Additionally, the programmer was powered on to check for error reports or boot-up issues. Detailed analysis determined the error codes seen in the field were the result of a software issue; however, testing was unable to reproduce the reported clinical observations. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmers control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when quick starting another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer displayed an error code. No adverse patient effects were reported. The programmer will be returned. The programmer was returned for analysis.